Event description:
Hemostar was inserted on (B)(6) 2012 and used for hemodialysis. Catheter migrated out of the inserted track on chest wall, but cuff remained ingrown in tissue. Catheter became separated from cuff.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. Lot history review (lhr) lot # revk0143. Lot size (# of units released to distribution): 885. Similar complaint records: 421474. Quantity affected (this and similar complaints): 1. Complaint threshold (based on lot size and severity): 2.